Event description:
Seventy-seven year old female had permanent pacemaker implanted 2-01. On 10/14/93 during office visit with her doctor it was revealed that her pacemaker was not functioning properly. Patient sent to hospital for pacemaker analysis. Testing revealed that the pacemaker lead was not functioning due to fracture in the lead or insulation. Lead was capped and new pacemaker with two new leads implanted.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-feb-91. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: insulation degradation/deterioration, connection or adapter failure loose, corroded, broken set. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.